Event description:
Medtronic received a report that during the surgery, the stent could not be pushed out of r18. After replacing the stent, the surgery was successfully completed. There were no patient symptoms reported. The reported device and any accessory devices were prepared as indicated in the IFU. The patient was being treated with thrombectomy for ischemic stroke in the m1. Nihss baseline was 2 and post procedure was 2. Vessel tortuosity was minimal. Stroke onset to reperfusion time was 5 hours. Additional information received reported the cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.